Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was displaying inaccurately high results compared to another meter. The medical surveillance specialist (mss) was not able to reach the patient for follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) (unknown year) at 10am she obtained readings of ¿162mg/dl¿ on the lfs meter compared to ¿121mg/dl¿ on another meter. The patient did not state what medications she takes to manage her diabetes or if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on a unknown date and time she developed symptoms of ¿shakes.¿ the patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site and her test strips were correct. Replacement products were sent to the patient. Although the linkage between the alleged meter issue and the alleged injury remain unclear, despite repeated attempts the mss was unable to reach the patient for additional information. This complaint is being reported because the patient claimed due to the alleged issue she developed symptoms suggestive of hypoglycemia.